Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the adc blood glucose meter and she was unable to obtain a reading. As a result, on (B)(6) 2021, the customer experienced symptoms described as mouth feels really dry, sweaty, dizziness, and nervousness, and her son administered an unspecified dose of insulin. The ambulance was called and upon their arrival, the customer's blood glucose was checked and the customer was transported to the hospital. At the hospital, the customer was diagnosed with hyperglycemia and she was kept in the hospital for observation until (B)(6) 2021. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a low battery issue with the adc blood glucose meter and she was unable to obtain a reading. As a result, on (B)(6) 2021, the customer experienced symptoms described as mouth feels really dry, sweaty, dizziness, and nervousness, and her son administered an unspecified dose of insulin. The ambulance was called and upon their arrival, the customer's blood glucose was checked and the customer was transported to the hospital. At the hospital, the customer was diagnosed with hyperglycemia and she was kept in the hospital for observation until (B)(6) 2021. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter dcgz191-n2001 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter was powered on with a button depression and insertion of retain strips. The off current power consumption test has been performed and all results were within range specification. Fast draining battery was not observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.